Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the group impedances on one of the programs on group a of the patient¿s implantable neurostimulator (ins) was low (210 ohms). It was also reported impedances on contact pairs 0-9, 0-10, and 0-13 were >10,000 ohms but was not being used in the patient¿s therapy. A recharge interval was calculated on the ins based on the following: (group a, 2 programs): 9 volts, 360, 40 hz, 594ohms and 9 volts, 390, 40 hz, >210ohms with device usage 24 hours/7 days a week. The recharge interval was calculated to be 1.5 days. It was noted that the patient¿s device was used peripherally.